Event description:
A PERITONEAL DIALYSIS (PD) PATIENT CONTACT REPORTED TO FRESENIUS CUSTOMER SUPPORT THAT THE PATIENT PASSED AWAY ON THE CYCLER. UPON FOLLOW-UP WITH THE PATIENT¿S PD REGISTERED NURSE, IT WAS REPORTED THAT THIS PATIENT EXPIRED ON (B)(6) 2026 DUE TO COMPLICATIONS FROM ASPIRATION PNEUMONIA, BACTEREMIA AND FAILURE TO THRIVE. THE PATIENT WAS FOUND PULSELESS AND UNRESPONSIVE BY A CARETAKER ON THE MORNING ON (B)(6) 2026 WHILE CONNECTED TO HER LIBERTY SELECT CYCLER. EMERGENCY SERVICES WERE ACTIVATED, AND THE PATIENT WAS PRONOUNCED DECEASED IN HER HOME WITH NO TRANSPORT TO THE HOSPITAL. IT WAS REPORTED THAT THE PATIENT¿S ASPIRATION PNEUMONIA, BACTEREMIA, FAILURE TO THRIVE AND HER SUBSEQUENT DEATH WERE NOT THE RESULT OF A DEFICIENCY OR MALFUNCTION OF ANY FRESENIUS PRODUCT(S) OR DEVICE(S).

Manufacturer narrative:
CLINICAL INVESTIGATION: A TEMPORAL RELATIONSHIP EXISTS BETWEEN CCPD THERAPY UTILIZING THE LIBERTY SELECT CYCLER AND THE PATIENT¿S DEATH. THE CAUSE OF THIS PATIENT¿S DEATH CAN BE ATTRIBUTED TO COMPLICATIONS FROM ASPIRATION PNEUMONIA, BACTEREMIA AND FAILURE TO THRIVE WITH NO INDICATION OF A CONTRIBUTING DEFICIENCY OR MALFUNCTION OF ANY FRESENIUS PRODUCT(S) OR DEVICE(S) AS REPORTED BY A MEDICAL PROFESSIONAL. IT IS WELL KNOWN THE ESRD POPULATION CONTINUES TO HAVE SIGNIFICANTLY HIGHER MORTALITY, AND FEWER EXPECTED YEARS OF LIFE WHEN COMPARED TO THE GENERAL POPULATION. THEREFORE, THE LIBERTY SELECT CYCLER CAN BE EXCLUDED AS A ROOT CAUSE OR CONTRIBUTOR TO THIS PATIENT¿S ADVERSE EVENT. BASED ON THE AVAILABLE INFORMATION, THERE IS NO SPECIFIC ALLEGATION OR OBJECTIVE EVIDENCE INDICATING A FRESENIUS DEVICE(S) OR PRODUCT(S) DEFICIENCY OR MALFUNCTION, CAUSED OR CONTRIBUTED TO THE PATIENT¿S ADVERSE EVENTS. THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
A peritoneal dialysis (PD) patient contact reported to Fresenius Customer Support that the patient passed away on the cycler. Upon follow-up with the patient¿s PD registered nurse, it was reported that this patient expired on (b)(6) 2026 due to complications from aspiration pneumonia, bacteremia and failure to thrive. The patient was found pulseless and unresponsive by a caretaker on the morning of (b)(6) 2026 while connected to her Liberty Select Cycler. Emergency services were activated, and the patient was pronounced deceased in her home with no transport to the hospital. It was reported that the patient¿s aspiration pneumonia, bacteremia, failure to thrive and her subsequent death were not the result of a deficiency or malfunction of any Fresenius product(s) or device(s).

Manufacturer narrative:
Additional Information: D9, H3 Plant Investigation: The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A Simulated Treatment using (As-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a System Air Leak Test and a Valve Actuation Test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a Device History Record (DHR) review was performed and verified that the results of the in-progress and final Quality Control (QC) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.